Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from zimmer canada that the ratchet on a mesher does not mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the mesher on (B)(6) 2019 noted that the calibration and the test cut could not be taken due to a bent comb. Upon further inspection, the ratchet gear was found to not rotate and that the roller and gear had visible damage. Repair of the device occurred the same day and involved replacing the roller, ratchet gear, roller gear, and the comb as well as cleaning the entire device. The technician then recalibrated, tested, and then verified that the device was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 29 (B)(6) 2019. While the service technician found that the ratchet gear did not rotate, which would prevent the ratchet from moving the roller and thereby not allow the mesher to mesh skin as intended, it cannot be determined from the information provided as to what caused the ratchet gear to not rotate. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the ratchet does not mesh/not meshing. No part of the device was bent or damaged. The event occurred prior to surgery, while inspecting the device. No adverse events were reported as a result of this malfunction.